Manufacturer narrative:
This device has 2 premarket approvals and due to spacing limitations on field g4 they are k193473 and k210608

Event description:
It was reported that a patient experienced a wound site infection and sepsis associated with their insertable cardiac monitor (icm) device. The patient was prescribed antibiotics and underwent a surgical procedure to explant the icm device. A replacement icm device was subsequently implanted. No additional adverse effects were reported. The explanted icm device was not returned for evaluation.

Event description:
It was reported that a patient experienced a wound site infection and sepsis associated with their insertable cardiac monitor (icm) device. The patient was prescribed antibiotics and underwent a surgical procedure to explant the icm device. A replacement icm device was subsequently implanted. No additional adverse effects were reported. The explanted icm device was not returned for evaluation. The complaint device was not returned to bsc, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Additional information was requested and, on the day of the extraction, confirmation was provided that all components were being explanted.

Manufacturer narrative:
This device has 2 premarket approvals and due to spacing limitations on field g4 they are k193473 and k210608. A supplemental report was initiated to update the h6 evaluation conclusion codes within the 'device manufacturers only' section.